Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was installed on (B)(6) 2009. After (B)(6) 2010 the device began to turn on automatically. This would have the effect of depleting the pad-paks and filling the memory. The memory became full on (B)(6) 2010. The problem was caused by a fault in the membrane which affected the circuitry of the device. Experience has shown this type of fault can be caused by storing the device in adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.